Event description:
Medical staff reported a lap-band "port leak" due to the device being "broken at the metal connector." No additional information was available from the reporter.

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. The device analysis noted no leakage of the access port. Analysis noted a breakage in form of a sharp separation to the band tubing at the stainless steel connector and missing material from the port septum. The serial number was not available from the reporter. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments."